Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are the 4-0 monocryl, 5-0 nylon, 6-0 prolene used in the same case or separate cases? If no, provide exact number of cases/procedures involved? Were all cases previously reported? If yes, please provide complaint numbers? For each unreported case please provide- event date. Procedure name. Product code and lot number involved. Quantity of each involved product. Any patient consequences and medical/surgical intervention to manage them? Any device available and can be returned for evaluation? If yes, please provide name and mailing address to send a shipper kit for product return.

Event description:
It was reported that a patient underwent a unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse patient consequences reported. Additional information has been requested.